Manufacturer narrative:
(B)(4). Date sent: 5/17/2021. D4: batch # u9328z. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch device was returned fully deployed and with the suture cut. The bag was returned loose. Upon evaluation, the bag was noted to be torn at the middle and bottom end (not at the seams). The torn portion was noted to be stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembly of the device, no anomalies were noted with the internal components. It should be noted that product failure is multifactorial. A potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or attempting to force the bag through the access site as this may lead to bag rupture and spillage of contents. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: u9328z. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic right oophorectomy and iud placement, " the ovary was cancerous." While removing the specimen, the bag broke. Surgeon stated that the device malfunctioned. All pouch components were retrieved from the patient. The procedure was completed with a like device and with no known patient consequences. There was no known change to post-op care of patient and no known harm to patient.